Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user unable to override all medications. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A technical support specialist (tss) investigated issue where users are unable to override medication in the station but is able to in emergency department (ed). The tss found that the station was operating in profile mode, whereas the ed was set to non-profile mode. Shared these findings with the customer to explain the discrepancy. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue on the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user unable to override all medications. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.